Event description:
Related manufacturer report number: 2017865-2022-48282. It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise and p-wave amplitude variation on the right atrial (ra) lead. Chest x-ray was performed and revealed that the ra lead had dislodged. Before lead revision, device interrogation revealed high pacing impedance and no sensing or capture on the ra lead. The physician elected to explant and replace the ra lead. While suturing the pocket closed, the new ra lead p-waves had changed, and fluoroscopy revealed that the ra lead had dislodged. The physician elected to explant and replace the ra lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: b3 - date of event updated to 22 nov 2022 the day the issue with the lead sn: (B)(6) was noted, it was previously reported as 18 nov 2022.

Manufacturer narrative:
The reported events were lead dislodgement and p-wave amp variation. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of p-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.